Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, noise that resulted in oversensing and inappropriate mode switch was noted on the right atrial (ra) lead. Insulation damage was suspected but was not confirmed. Provocative testing was performed and the lead noise was reproduced. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.